Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of returned process internally. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found device is not working properly, pca and iu bezel with electrical damage. Iso port kit with contamination. There was no error codes found. During the investigation, the customer complaint was not reproduced. The device was scrapped.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. In box g: report source (rfb) was corrected. In box h: remedial action init (rfb), recall (z) number (rfb) were corrected.